Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the tubing, peristaltic which resolved the issue. Return testing was not completed as returns were not available. A review of the instrument service history identified no contributing factors to the current complaint, and there were no further occurrences of discrepant results after the part was replaced. A review of tracking and trending did not identify any trends for the tubing, peristaltic regarding the current complaint issue. A review of the alinity c tracking and trending did not identify any trends for associated with the discrepant results described in this complaint. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module or the tubing, peristaltic was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c calcium results for 2 samples. The following data was provided (units of measure = mmol/l): sample 1: initial calcium result = 0.89, repeat = 2.32, repeat on another analyzer = 2.30. Sample 2: initial calcium result = 1.01, repeat = 1.85, repeat on another analyzer = 1.93. No impact to patient management was reported.